Manufacturer narrative:
As received, a complete lead was returned measuring 86.6 cm from the connector pin. Analysis was completed. All damages found were consistent with procedural damage. The lead was otherwise normal.

Event description:
It was reported the patient presented in clinic for a left ventricular lead implant procedure. During the procedure, it was observed the lead would not progress through the vessel, in addition to having high out-of-range pacing impedance greater than 4000 ohms. A fluoroscopy was performed during implant which showed no abnormalities. A different lead was used to complete the surgery without issue. The patient was stable throughout.